Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, the filter limbs became crossed and did not fully expand. The filter was also reported to be tilted. The filter was successfully repositioned and the filter limbs expanded completely. The filter remains implanted in a good position. No reported pt injury.